Event description:
Reportedly, the surgeon tried to close the handle once, then twice. Had to physically pull on the handle to try to fire the staples. The handle then stayed in a locked position. The surgeon cut at the cutting guide and found an open colon because the staples did not apply. The surgeon sutured by hand and a temporary colostomy was performed. A second operation to take down the colostomy will take place in 2003. Procedure: unknown.